Manufacturer narrative:
The customer's meter was returned for investigation and was tested with retention strips from lot 474406. All results for the controls tested were within the acceptable range. There was no medical device problem or failure detected.

Manufacturer narrative:
The customer has not returned the strips or the meter. The investigation states that the patient had rhabdomyolysis which can cause low blood pressure and shock which could effect capillary blood sampling. However, no root cause could be determined as product is not available for further investigation. The customer did not return the strips.

Manufacturer narrative:
.

Event description:
The customer stated they had a patient with low blood glucose results when using the accuchek inform ii meter (serial number (B)(4)). The customer stated this meter has a substance underneath the screen and the meter is contaminated. The patient was hospitalized due to a fall. The patient had been found lying on the floor of her home and had been there for 24 hours. She was transported to the hospital on (B)(6) 2016. Using the meter, on (B)(6) 2016 at 9:09 pm they obtained a glucose result of 36 mg/dl via a fingerstick blood sample on a patient and blood was collected for a laboratory sample. The caller was unsure what time the laboratory result was reported, but she said the blood was collected for the laboratory at the exact same time the blood for the meter was taken. The laboratory blood glucose result was 296 mg/dl. Later, on the same day at 10:46 pm, the patient received a blood glucose result of 27 mg/dl on the meter via a fingerstick blood sample. At 10:55 pm blood was collected on the patient for a laboratory sample. The laboratory result of 296 mg/dl was reported out of the laboratory at 11:13 pm. It was asked what actions or inactions were taken based on the meter readings. The customer did not have this information and was not able to obtain it. It was asked what treatment was received as a result of the meter readings but the customer was unable to provide the information. All of the tests with the meter were done using test strips from the same vial of strips. There was no adverse event. Controls were performed immediately after each meter result and passed. The suspect product was requested to be returned and the replacement product was sent.